Event description:
It was reported that ongoing cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address BG. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.